Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair) in package. This event was found on 1 of (B)(4) units.

Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the k-wire gamma ø3,2x450 mm is stated to be the primary product. No further associated products were reported. A review of the DHR revealed no discrepancies. During the visual inspection a hair between the clear tube and the pouch was found. All seals and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at stryker (B)(4), which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. No discrepancies were detected during risk analysis review. The found hair has to be classified as a non-conformance; previous actions are in place. The case is transferred to already existing ncr / CAPA which initiated project # 3770 00 03 ¿clean room¿.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair) in package. This event was found on 1 of 100 units.